Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. A lead fracture was suspected. The lead configuration was programmed to unipolar and pacing was obtained with good pacing threshold measurements. However, the patient felt pocket stimulation at an output of 2.5v. Technical services discussed that in the unipolar configuration the pacemaker can is used as an electrode. As the device sits on the pectoral muscle, some patients may feel twitching in that area. The local sales representative reported the patient felt no discomfort when the output was programmed to 2v. The lead would stay programmed to unipolar at 2v until a lead revision could be performed. No adverse patient effects were reported. The lead remains implanted and in service. Ten days later a lead revision was performed, where this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The lead remains implanted but not in use and will not be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with (B)(4), which focused on identifying and remediating incomplete coding of events. Added patient code e2103. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. A lead fracture was suspected. The lead configuration was programmed to unipolar and pacing was obtained with good pacing threshold measurements. However, the patient felt pocket stimulation at an output of 2.5v. Technical services discussed that in the unipolar configuration the pacemaker can is used as an electrode. As the device sits on the pectoral muscle, some patients may feel twitching in that area. The local sales representative reported the patient felt no discomfort when the output was programmed to 2v. The lead would stay programmed to unipolar at 2v until a lead revision could be performed. No adverse patient effects were reported. The lead remains implanted and in service. Ten days later a lead revision was performed, where this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The lead remains implanted but not in use and will not be returned for analysis.